Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary intraoperatively a hair was detected inside the inner sterile package. Another implant was available and used without any issue. No surgical delay, no adverse patient consequences. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however the image quality is poor, which, interferes with the identification of the issue. Therefore, the investigation could not draw any conclusions about the reported event. A manufacturing record evaluation was performed for the finished device [150611007 / 4580351], and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 20 2) date of manufacture: 11/2/2024 3) any anomalies or deviations identified in DHR: 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. There were no deviations. 4) expiry date: 10/31/2034 5) IFU reference: IFU-0902-00-871 device history review a manufacturing record evaluation was performed for the finished device [150611007 / 4580351], and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary intraoperatively a hair was detected inside the inner sterile package. Another implant was available and used without any issue. No surgical delay, no adverse patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech orthopaedics cork which conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the attune rp tib base sz 7 por outer package shows signs of manipulation, it is worth mentioning that the sterile barrier had not been opened and the foreign matter was identified in the outer packaging. A manufacturing record evaluation was performed for the finished device [150611007 / 4580351], and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. Since the package had been opened and displays signs of manipulation, it cannot be confirmed whether the foreign matter was present within the package when it left j&j's control. Evidence indicates that the product had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported allegation. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Based on the available information, the observed condition of the package cannot be traced to a manufacturing issue and no action is required. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune rp tib base sz 7 por would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 20 2) date of manufacture: 11/2/2024 3) any anomalies or deviations identified in DHR: 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. There were no deviations. 4) expiry date: 10/31/2034 5) IFU reference: IFU-0902-00-871 device history review a manufacturing record evaluation was performed for the finished device [150611007 / 4580351], and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. Intraoperatively, a hair was detected inside the inner sterile package of the base implant. Another implant was available and used without any issue. No surgical delay, no adverse patient consequences.